Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 460 mg/dl. Customer was treated by injecting insulin via syringe. Customer also reported that insulin pump had insert battery alert, multiple power loss alarm, low battery and replace battery alert. Insulin pump will not be returned for analysis.